Manufacturer narrative:
.

Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 11:50am. Patient's daughter called in stating that the patient could not walk, was confused and could not speak clearly. The reading on the prodigy meter was 125mg/dl. Patient's normal blood glucose reading around the time of the event is 125-130mg/dl. Paramedics were called and within 1 minute of the event. Patient drank orange juice while waiting on paramedics. Paramedics arrived approximately 9 minutes after being called. Upon arrival paramedic's tested patient's blood glucose with a result of 47mg/dl. Approximately 10 minutes elapsed between testing with the prodigy meter and the paramedics's meter. Paramedics also tested with the prodigy meter and received a result of 142mg/dl. The daughter stated that paramedics gave patient a shot to raise patient's blood glucose but it was unknown what type. Patient was not transported to ER. Patient's daughter stated that paramedics stated that the prodigy meter was not calibrated correctly. Prodigy sent replacement and prepaid envelope requesting return of suspect system. (B)(4).